Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic low anterior resection, the surgeon was able to press the green button and squeeze the handle however the device did not fire. Another reload and handle was used to complete the case. There was no patient harm.